Event description:
It was reported that the implantable neurostimulator (ins) inadvertently changed settings on (B)(6) 2014 and as a result the patient lost therapy, which was observed by the doctor on (B)(6) 2014. It was determined that the cause of the issue was that the clinician programmer antenna was being removed from the ins too early. This meant that the programmer was in the middle of an automatic impedance measurement and was not able to complete it and left the parameters at the point where it was aborted. It was thought that the issues would not happen again as long as the session was finished before removing the antenna. The patient was reprogrammed.

Manufacturer narrative:
(B)(4).